Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; there were traces of residues and dirt on various parts of the device. When connecting the device to the video tower, a scope communication error (b30) occurred due to corrosion and damage to the endoscope connector. Insulation test at the distal end failed. Moisture around the fibers in the insertion tube could break the fibers. The distal end cap and bending section rubber were damaged. The intubation tube was buckled and deformed, and the insulation resistance value was low. The control section was damaged and corroded. The universal cord and the light guide rod lens were corroded. The paint on the nuts of the air/water cylinder and suction cylinder was peeled off. The reported event may have been caused by residual residue on the device over time due to inappropriate reprocessing by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there were residues in the air/water nozzle of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the reported event may have been caused by a difference between the reprocessing method implemented by the user facility and the reprocessing method recommended by the instruction manual. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.